Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the devcie at the manufacturer's service center, an issue related to low pressure was observed. The manufacturer's investigation is not complete. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On the previous report submitted, the word " device" in b5 was mispelled. It is corrected in this report.